Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there are episodes of sensing difficulties and episodes of non-sustained tachycardia (nst) which may be due to noise. It was also reported that there is a concern regarding a connection or set screw issue. The device remains in use. No patient complications have been reported as a result of this event.